Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, three tubes overfilled by 2 to 3 milliliters. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025 investigation summary bd received 30 samples and four photos for investigation. The evaluation of the photos indicates overfill. 20 returned samples were selected and underwent functional tests. Testing of the returned samples did not confirm the reported defect; therefore, retained samples will not be tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes, three tubes overfilled by 2 to 3 milliliters. No adverse impact was reported regarding the patient or user.